Event description:
The customer complained of receiving a motor error alarm on the insulin pump. Troubleshooting was performed, but the displacement test could not be completed due to the insulin pump alarming motor error during the manual prime. Nothing further was reported.

Manufacturer narrative:
The insulin pump failed the displacement test. The insulin pump alarmed motor error during rewind due to the motor encoder signal being out of phase.